Manufacturer narrative:
Additional info has been requested. A review of device history records and raw material record revealed no complaint related anomalies. A physical evaluation is not possible as no product is available for return. No conclusions can be made.

Event description:
Pt implanted with a trochanteric fixation nail to treat a subtrochanteric femur fracture. Five months post-op, the pt began to experience increased pain and x-rays showed the nail had broken at the spiral blade junction. The tfn was removed and replaced with an 8 hole proximal-femur lcp.